Event description:
The patient reported being frustrated and scared to use the aligners because a tooth cracked. The patient also noted minor pain, and air gaps (fit) issues.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.